Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30 - user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Call was transferred from (B)(6). Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred once the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 96 mg/dl using relion sk meter. The customer's expected fasting blood glucose test result range was not disclosed. At the time of the call the customer reported symptoms of blurred vision and fatigue. Customer was not sure if it was related to his blood glucose as he is going through stress factors in life. Customer stated he was going to follow up with his physician. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.